Manufacturer narrative:
(B) (4)the reported condition of a flo-gard infusion pump which failed to alarm about a downstream occlusion was confirmed during product evaluation. This condition was caused by a broken channel 1 pump head mechanism. The channel 1 pump head assembly was replaced to correct the reported condition.

Event description:
The facility reported a flo-gard infusion pump which failed to alarm about a downstream occlusion. It is unknown when or in which care area this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.